Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in room e213 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the casters and supports were cracked. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2009 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.